Manufacturer narrative:
During testing, the display was not blank. The pump cover was opened and the display flex fully seated in connector. Unrelated to the complaint, the display was dim and discolored. The audible alarm was not operational. The pump cover was opened and a crack was observed at the solder joint of the piezo. Additionally, the battery compartment was observed to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.